Manufacturer narrative:
On (B)(6) 2016, the customer had performed a pump system check with tandem technical support and after loading a new cartridge, insulin was observed exiting the infusion set tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 400 mg/dl and was corrected using the pump. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.